Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 0 mg/dl. The customer was admitted to the hospital. The customer cause of low blood glucose was too much of insulin went into the body. The customer is doing better at time and is not using the pump at this time and she is in manual injections.